Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1415701) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: failure of shuttle to engage lockers on deployment. On sheath removal tamp tube did not remain at artery. No sealant was able to be deployed. Manual compression was applied for 30 minutes. The patient was hospitalized for unspecified and unrelated reasons. Device is not available for return. Procedure: coronary.